Event description:
Operating room team had a good catch. A small black foreign object was visible in a package containing a stryker flow irrigator. The package with foreign object was removed and a new package without any foreign objects in it was obtained. Follow up: surgery service lead will be contacting our stryker representative regarding the presence of a foreign object in sealed package.